Manufacturer narrative:
H3: product analysis of part# 5584111, lot# rs16l030 visual inspection confirmed the entire torx tip of instrument has been sheared off and the attachment pin to the internal bushing has been broken off, consistent with interface during usage. Optical examination of the fracture surface revealed a fairly flat fracture surface and circular material flow. The damage to the driver is consistent with torsional overload. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from user facility via manufacturer representative regarding product used for spinal therapy. It was reported that the handle was found broken in a miscellaneous tray in two pieces by sterile processing department after cleaning it which did not break during a surgery. There was no patient involved in the event and no further symptoms or complications reported.